Event description:
The gastrointestinal videoscope was returned to the repair center with a report of an error e243 when connected to the stack. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, there was an error e315(scope err unsupported scope) and image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.